Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was unable to get their magnetic resonance imaging (MRI), as this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended lead replacement. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was unable to get their magnetic resonance imaging (MRI), as this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) recommended lead replacement. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead was explanted and replaced. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.